Event description:
The facility biomedical technician reported the system was not working correctly. The facility biomedical technician will send the phaco handpiece in for functional testing. The facility safety manager stated a corneal burn occurred during surgery. The facility safety manager declined to release further information.

Manufacturer narrative:
The company service representative examined the system and did not find a problem with the system. The system was then tested and met all product specifications. The phaco handpiece had been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed when additional reportable information becomes available. This report was mailed to FDA on: 10/01/2009.